Event description:
The customer reported one erroneously low glucose result for one patient sample assayed on the unicel dxc 800 pro synchron chemistry analyzer. The patient result was not reported out of the laboratory. The customer stated that all results are verified prior to reporting. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. In the data that the customer sent to bci for a separate event on (B)(6) 2011 (see medwatch report number 2050012-2011-02445 and supplement), there were also data attached corresponding to a separate event on (B)(6) 2011 of one erroneously low glucose result. The customer did not specifically contact bci regarding the event on (B)(6) 2011. The data from the event on (B)(6) 2011 are being reported in this medwatch report. A definitive root cause has not yet been determined for the event.

Manufacturer narrative:
Erroneous result generated. A definitive root cause for the event has not yet been determined.